Event description:
It was reported that there was a malfunctioning device. It was noted that the patient experienced a return of her gastroparesis symptoms. It was noted that the battery had expired. It was noted that the patient elected to undergo surgery to replace the stimulator. It was noted that the battery was replaced successfully during surgery. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient noted sharp pain in the upper quadrant with increased nausea and vomiting on (B)(6) 2013. It was noted that there was no tenderness at the implantable neurostimulator (ins) site. It was noted that the healthcare professional (hcp) doubted symptoms related to other causes. It was noted that the patient had come to an office visit on (B)(6) 2014. It was noted that the battery did not expire and the patient was feeling abdominal spasms and shocking. It was noted that it was determined that surgery was required. It was noted that there was only a lead replacement. Additional information received reported that the leads needed to be replaced due to original position of implantable neurostimulator (ins) placement. It was noted that there was too much tension between the lead placements and where the ins was implanted in the abdomen. It was noted that symptoms resolved after the revision. It was noted that gastroparesis was fine.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).